Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The collimator was replaced. A system checkout was performed and the system is working as intended. The kit svc bi71000168 collimator w dyn fltr has been returned to the manufacturer and is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the collimator blades were in image view. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR the kit svc bi71000168 collimator w dyn fltr was returned for analysis. Analysis was unable to confirm the reported complaint of "the collimator blades being in view." The collimator was tested by using heustis collimator tester. The motors were grinding during homing and burn-in test. The collimator was installed in o-arm 267 and the system readied. 2d and 3d images were taken successfully. Fdr 180 and fdc 4307 no longer apply to this event. Fdr 213 and fdc 67 now apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.